Event description:
It was reported by service report that the brakes were not holding, and the bed would move when the brakes were engaged. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: worn gill brake plate kit.